Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death and brain bleed. It was reported on (B)(6) 2018 two mitraclips were implanted to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted and the mr was reduced to grade 1-2. On (B)(6) 2018 the patient experienced a progressive loss of consciousness and a CT (computed tomography)scan of the brain showed an intraparenchymal bleeding in the left high front parietal spreading to left subarachnoid space. The family opted for conservative and supportive treatment of the patient. The patient expired on (B)(6) 2018, of causes related to the brain bleed. Per physician opinion, the brain bleed and patient death are thought to be a complication of the anti-thrombotic therapy with clopidogrel and heparin. Per physician, the patient's death is not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effects of intracranial hemorrhage and death as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. The reported intracranial hemorrhage is a complication of antithrombotic therapy, therefore, attributed to procedural circumstances. The death appears to be related to the intracranial hemorrhage, hence is a result of the procedural circumstances as well. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, a haemorrhagic stroke was reported 3 days after a successful mitraclip procedure. The outcome of this event was death 2 days after the onset. There is no relationship with the device and no evidence for a relationship with the procedure. Intracerebral bleeding was most likely related to the antithrombotic treatment.